Event description:
The customer reported that the mattress envelope nylon material is ripped. There was no patient injury reported. Evaluation of the product shows that the access windows zipper slider body is open.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows that window side a zipper slider body is open and window side b zipper slider body is open. Panel side c, the right leg has 1 foot stitches ripped. The mattress envelope has a six foot tear. (B) (4).